Event description:
The pt underwent the successful stent assisted embolization of a basilar artery aneurysm. One stent was placed between the p1 segment of the posterior cerebral artery (pca) and the basilar artery. A second, non-boston scientific stent was also placed to preserve the patency of the pca origin. Immediately post procedure, there was no change in the pt's baseline neurological status. Three days post procedure the pt suffered a mild ischemic stroke as demonstrated on MRI by areas of acute ischemic change in the left mid-brain and a tiny focus of acute ischemic change was suspected in the lateral left cerebellum. There was no definite hemorrhage in the areas of ischemic change. A neurological work-up had findings of a right pca and left pontine cerebrovascular accident resulting in a decrease in vision. The pt was placed on aspirin and plavix as well as a "stain". The pt was discharged from the hospital six days post procedure with some blurred vision remaining, but this was expected to resolve.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.